Event description:
Boston scientific item m001363580, lot # 22973450 did not deploy from the catheter. The catheter entered the pt; however the coil inside the catheter did not deploy. No known pt harm.